Event description:
It was reported that the patient experienced stimulation in the wrong location. The patient began a new exercise program in the beginning of 2012. The patient's stimulation was "good" prior to starting the new program, but about one month after starting the exercise program the stimulation changed and was described as a "different feeling, different place." A company representative reprogrammed the patient's implantable neurostimulator (ins), but during reprogramming, the patient had rib pain with both the left and right leads. An x-ray was previously performed and noted a caudal shift of the leads. When impedances were measured, the 0.7 v impedance test resulted in an "uncomfortable shock" and the patient could only tolerate the 0.25 v test. The impedance test showed normal values. It was noted, the patient was originally programmed using electrodes 4, 5 and 6, and 12, 13, and 14. Additional information was received that reported that x-rays showed the leads had backed out of the epidural space by three electrodes on each lead. The leads also "widened" which explained the patient feeling stimulation in the ribs. No malfunctions were seen. A lead revision was being scheduled but no date had been set. The ins had been turned off until the revision could take place. Additional information was requested but was not available at the time of this report.

Manufacturer narrative:
Product ID 3777-60, lot# serial# (B)(4), implanted: 2010 (B)(6), explanted: product type lead product ID 3777-60, lot# serial# (B)(4), implanted: 2010 (B)(6), explanted: product type lead product ID 37752, lot# serial# (B)(4), implanted: explanted: product type recharger product ID 37743, lot# serial# (B)(4), implanted: explanted: product type programmer, patient. (B)(4).